Event description:
It was reported that perforation was observed when a symptomatic patient presented in hospital. Fluid was noted and a pericardial window was performed. The lead was explanted. A new lead was implanted after the patient had recovered. The patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.